Event description:
A 24mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysm aortic neck was 20.8 mm, and the length of the aortic neck was 25mm. Aneurysm and vessel morphology are unknown. The patient has a history of prostate cancer, tobacco use, and hypertension. It was reported that the right iliac artery was dissected during the procedure, requiring repair with a stent. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.